Event description:
Additional information was received that the device was explanted due to normal elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was interrogated and a decrease in the battery longevity was observed. It was suspected that the programmer overestimated the longevity at the previous follow-up. No intervention has been performed at this time. The patient was stable and will continue to be monitored.